Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl, "passed out and fell into tub", and bruising; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later with the issue resolved and no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information.